Manufacturer narrative:
The customer¿s report that the set leaked from the filter was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Examination under magnification observed a small crack on the filter component. Functional testing confirmed leaking from the 0.2 filter. The source of the leak is due to a crack on the filter component. The root cause of the crack damage could not be determined. Device history record for model 2430-0500 could not be performed due to no lot number being provided by customer.

Event description:
It was reported at (B)(6) that the tubing set leaked. It leaked from the connection at the proximal end of filter while infusing. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported at pacific medical center that the tubing set leaked. It leaked from the connection at the proximal end of filter while infusing. Although requested, additional information was not provided.